Manufacturer narrative:
(B)(4). Date sent: 3/30/2021. Additional information received: it was stated that the tissue movement issue occurs on 4th or 5th firing. The surgeon is very used to using buttressing material and experienced all manufacturers products.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a lap roux-en-y. 6th 60 blue w/ slr on gj had some bunching at crotch of stapler, across staple line, firing sequence advanced knife blade while slr slipped resulting in malformed staple line. Corrected with same stapler loaded with gold w/ slr fired normally. The case was delayed by two minutes. There were no patient consequences.